Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product failed functional testing with an out of tolerance pressure transducer. The complaint was confirmed and the root cause was determined to be the defective pressure transducer. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. A review of the dyonics 25 fluid management system operations/service manual found the following warnings and precautions to prevent an over-pressurization event: improper cannula setting can lead to inaccurate pressure settings, pressure and flow rate fluctuations, and overpressurization of the joint; if air is introduced into the tubing and cassette, press the stop button to stop the pump. Reprime the cassette (see ¿repriming the cassette¿). Failure to do so may result in overpressurization of the joint; the flush valve on the inflow cannula may be opened momentarily (two seconds maximum) to flush the joint. During normal use, the flush valve should remain completely closed to ensure accurate pressure control. Failure to completely close the flush valve may result in overpressurization of the joint. Do not connect a suction source to the outflow barb of the inflow cannula; excessive hand pressure when squeezing the irrigation bag to induce flow may cause overpressurization of the joint. No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported "tension and intravasation in the patient's shoulder" could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, the dyonics was set at 30 mm hg but then it went up to 140 mm hg, causing tension in the patient shoulder.the procedure was completed with the same device with no delay or patient injuries.